Event description:
On (B)(6) 2025, the patient¿s inset infusion set fell off during a shower. While attempting a supply change, the patient¿s mother was unable to fill the tubing with insulin. She did not observe a leak but reported smelling insulin. The patient later completed a successful supply change. The agent offered to send replacement supplies to prevent the patient from running out. The patient¿s mother accepted, and the shipping address was confirmed. Supplies were sent via standard shipping with an expected delivery date of (B)(6) 2025. Blood glucose (bg) levels were not affected. No symptoms were reported during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.